Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 40 mm poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported patient was revised on left hip due to dislocation. Doctor removed 40 mm poly, head and sleeve.